Manufacturer narrative:
Device passed displacement and self test; but during the sleep current measurement and active current measurement tests, an unexpected "insert battery" error message popped up. This is due to a loose connection at the top of the battery compartment. Unable to perform sleep current measurement and active current measurement tests due to the loose connection. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump was rejecting new batteries. Customer stated that the insulin pump had a random no delivery alarm. Customer stated that the entire set was changed and sometimes site was still unable to clear alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.